Event description:
It was reported that during the implant procedure, the lead was implanted, the screw was extended once and then it was retracted. When trying to redeploy the helix, it could not be re-extended. The lead was removed and not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: (B)(6) 2010 - changed to malfunction from injury, adverse event to no and patient outcome to other from required intervention. This event was an implant attempt and there was no indication of any patient injury. Evaluation summary: (B)(4) the full lead was returned to the manufacturer. Analysis indicates that the shaft seal is out of position. It was also noted that the defibrillation conductor is distorted and blood/body fluid was found on the distal conductor and on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the lead was implanted, the screw was extended once and then was retracted. When trying to redeploy the helix, it could not be re-extended. The lead was removed and not used. There were no patient complications reported as a result of this event.